Event description:
The customer reported that the insulin pump was not giving him the correct bolus amount. The customer stated having high blood glucose for a few days. Requested customer to run a fixed prime test, but the customer declined. The customer stated that he boluses correctly, but his glucose level does not drop. Explained the customer that his basal rates may need to be adjusted. Advised the customer to contact his doctor about increasing the basal rates as well to accommodate the time that he is running high without eating. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.